Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam foot pedal was not functioning properly and subsequently the procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam foot pedal, a reusable component of the aquabeam robotic system, serves to align and activate the high-velocity waterjet during aquablation therapy. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam foot pedal was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam foot pedal for investigation without success. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam foot pedal / lot number 23c04485 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specificiations when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the foot pedal to the front of console: - connect the foot pedal plug on the front left port. - ensure the connector locks in place. 7.1.3 treatment during treat mode, the operating physician presses and holds the foot pedal to execute the resection plan using the aquabeam robotic system high-velocity waterjet. The high-velocity waterjet is active while the foot pedal is pressed. Monitor the progress of resection on the live trus image and adjust the remaining treatment plan as needed. Release the foot pedal to pause treatment. The root cause of the reported failure was unable to be established due to the inability to investigate the device. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.